Manufacturer narrative:
This is one event (death) for the same pt involving two separate products,

Event description:
The plaintiff's atty alleged the decedent experienced an unspecified injury and subsequently expired on an unk date after use of the product.

Manufacturer narrative:
(B)(4). This is one of two device reports related to this event; the associated manufacturer report numbers are 1225714-2014-14800 and 1225714-2014-14801.

Event description:
Additional information received noted that the patient allegedly experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death.